Event description:
At the distal end of instrument shaft, some of the inner orange material is showing. Surgeon was concerned this would burn the patient. Instrument was exchanged and no patient harm. FDA safety report ID #(B)(4).